Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 14.4 mmol/l compared with the sensor glucose reading of 7.2 mmol/l. The customer also reported a change sensor alert and that the tape was scarring and irritating the skin. The customer was advised that the sensor would be replaced, and to return the malfunctioning sensor back for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors; all of the sensors passed per specifications with accurate readings however; cannot reproduce skin irritation in the lab setting. Unable to confirm the needle complaint due to the customer did not return the insertion needles.